Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There was no physical damage at the foreign material detection site and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to angulation being found in the up direction, which was out of standards due to a worn angle wire. Foreign material was found in the suction cylinder, the adhesive part of the bending section cover was broken and discolored, and the distal end was dirty. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus there was reduced angulation while using the gastrointestinal videoscope. The issue was found at preparation for use and there was no patient harm associated with the event. The diagnostic procedure was completed with a similar device, and without delay. The device was returned and evaluated, and foreign material was found in the suction cylinder. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.